Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and low impedance. The lead was capped and replaced.